Manufacturer narrative:
Device evaluation update: g1, g6, h2, h6, and h11. Technical support provided the customer with an estimate for evaluation of the device. However, the customer has not provided a response or purchase order for the device evaluation. At this time, we are unable to determine root cause.

Event description:
Complainant alleged that the ventilator displayed a technical failure "379" no o2 dosing message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.